Manufacturer narrative:
Sc-8352-70 sn:(B)(4) device evaluation indicated that the complaint was confirmed. Visual inspection revealed that electrodes # 4 and 5 is missing from paddle end of lead. The cables are exposed. Review of the DHR found no anomalies when the lead was manufactured. Additional information was received that the contacts were not inside the patient's body.

Event description:
A report was received that during a trial procedure, the electrode had popped off from the lead. One electrode was found in the patient's incision site. It was unknown if the electrode in the incision site was removed from the patient's body.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that during a trial procedure, the electrode had popped off from the lead. One electrode was found in the patient's incision site. It was unknown if the electrode in the incision site was removed from the patient's body.